Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.

Event description:
It was reported that the patient received a patient notification for high pacing lead impedance. Non sustained lead noise episodes were observed on the stored egms. The lead was explanted.